Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Customer's husband gave IV fluids to address bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy.